Event description:
It was reported later the patient was getting 50% or greater symptom reduction. It was noted that the component involved was possible lead and was question. The patient had leg pain and it resolved likely unrelated. The cause of the event was not determined and noted as not device related. The patient outcome was reported as recovered without permanent impairment.

Event description:
It was reported that since the day prior to the report the patient ¿felt like she did not have it on at all.¿ there was just a little bit of sensation most of the time and ¿yesterday and today, both days she could not feel it.¿ she noted that until the day prior to the report, when she increased to 1.5, she had it set on 1.0. The patient woke up the morning of the report and again it felt like nothing was there, no matter what position she was in. She turned it on and increased to 2.0, but then back down to 1.5 because 2.0 was too strong. She later stated that it was too strong when standing or turning to the left at 1.5. The patient thought she would decrease the stimulation and that ¿it should not feel like it was pinching her.¿ if she turned her body to the right, she did not feel it, and if she turned her body to the left, it was very strong. The patient did not view this as ¿normal.¿ she stated that ¿if she stood straight, facing forward, she could feel it. She was going to wait until it ran 13 seconds¿when it started, she was going to turn her body to the right, with her feet planted (turning at the waist).¿ the patient noted that she did not experience this during the trial. She mentioned it was a sudden onset and there was no known accident or incident related to the event. She was going to monitor her behavior for a week before calling her healthcare provider (hcp). No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0p3rj, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).